Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when they attempted to connect to the implants, they only received the poor communication screen. Patient stated they don't know if the implants were working anymore because they haven't felt anything, only intermittent stim. Patient also mentioned that a couple of months ago they felt a shock and lost bladder control. The following troubleshooting was reviewed: connecting to each implant using the respective programmer (3037), both with and without the antenna however they only received the poor communication screen. Patient stated that they tried contacting the va for the past 3 years and hasn't received any assistance and haven't had their implants devices checked in 3 years or longer. Patient has a scheduled MRI on march 10th and would like to make sure that the implants can be turned off prior to the appointment. Agent explained to the patient that it could be that the implants depleted however the patient thought it was only an issue with the remotes despite the troubleshooting that was performed. Email was sent to the field team requesting them to have them follow up with the doctor's office and also with the patient to assist in this situation so that patient can get their needed MRI.

Event description:
Additional information was received from the patient. They reported that they are scheduled to have an MRI, but they could no longer connect using their external devices. Agent reviewed possible ins depletion and redirected them to hcp to further address the issue. Agent also sent an email to follow up on the mdt rep request. Additional information was received on 2026-mar-09, it was stated their remotes were old and patient came in for an MRI brain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.